Manufacturer narrative:
(B)(4).

Event description:
Io inserted by ems, removed by nursing staff. 10cc syringe attached and pulled out, the plastic appears to have broken off from the metal needle, and the metal needle remained in the patient. Needle removed with kelly clamps. The patient condition was reported as "unknown". There was no reported patient injury or consequence.

Event description:
Io inserted by ems, removed by nursing staff. 10cc syringe attached and pulled out, the plastic appears to have broken off from the metal needle, and the metal needle remained in the patient. Needle removed with kelly clamps. The patient condition was reported as "unknown". There was no reported patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer report of "ez-io needle hub broke & separated" was confirmed by visual inspection of the customer supplied photos. However, full complaint verification testing could not be performed as no sample was returned for analysis. A review of the certificate of compliance was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.